Event description:
It was reported that the fiberlife activity occurred at 9 minutes 30 seconds into the procedure. The case was completed with a turp. The outcome was reported as "no damages to the pt".